Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mm x12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 1.2mmx12mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed. No patient complications were reported.